Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unknown location. This occurred after use at the hospital during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured from june 13, 2019 - june 14, 2019. The device was received for evaluation. During visual inspection via the naked eye, no fluid was noted inside the bladder. The device was noted to have a white luer attached to the fillport and the blue winged luer cap was not returned. Functional testing was performed; by filling the unit with water to a nominal volume. After fill and prime, a blue winged luer cap from the lab was used to securely closed the white luer and the device was monitored for twenty-four hours. No signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.